Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery and stopped working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's internal battery and blower motor were replaced to address the issues.